Event description:
Staff was performing cardiopulmonary resuscitation. Lifepak 8p was in use. When defibrillation was attempted, the defibrillator discharged properly at 200 and 300 joules, but at 360 joules it did not discharge until the buttons were pushed for 4 attempts. The pt condition was grave. There was no cardiac response to any of the defibrillation attempts. The pt was pronounced dead 1 min after the final successful defibrillation attempt. The defibrillator was checked by hosp biomedical and by physio control. The performance problem could not be duplicated. Upon clinical eval, it does not seem likely that the device performance problem was related to the pt's death.